Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture clips were used. During the procedure, it was reported by a sales rep that after loading, clips did not close. When the sales rep went to check, it was found that the clips also did not close properly. Two unopened packages from the same lot were received for investigation. The device was not used for the patient. Another device was used to complete the case. Two devices will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: what suture type was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.what suture size was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. When the event occurred, was the suture placed near the hinge of the clip? Yes.were you able to lock the clip closed on the suture? No. If yes after it closed, was the clip holding securely fixed on the suture? N/a. Was the applier checked for damage (jaws straight and aligned)? Yes, there is no damage with the applier.what was the surgical procedure involved? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was this a robotic procedure? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.if clip did not close/did not hold on to the suture, was the clip used in an application where the suture was under tension? Yes.please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.we regularly contact with sale rep about the device returning. Qty to be returned of xc200: 2 => 3.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that two xc200 cartridges were received sterile with 6 clips loaded per sample. The clips returned with no apparent damage. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the samples, the instrument loaded, retained, and deployed 6 clips per sample as intended over the suture. The clips were fully functional and conforming. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.